Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump under delivered insulin without an alarm. The customer¿s blood glucose level was 254 mg/dl at the time of the incident. The customer treated high blood glucose with the insulin pump. The customer stated the issue started on (B)(6) 2017. The called stated she was having issues with infusion set having bent cannula, the insulin pump did not deliver insulin and did not alarm. The customer stated due to this issue and her blood glucose getting high the customer was admitted into the hospital. The insulin pump and infusion set will not be returned for analysis.